Event description:
It was reported that the customer's pump had a cracked and shattered touchscreen, rendering the pump unresponsive and illegible. There was no adverse impact to the customer¿s blood glucose level. To address the issue, technical support arranged to send a replacement pump, and the customer switched to multiple daily injections to ensure continuous insulin delivery.